Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and bent. The working length was bent in two locations, near the guidewire introducer and the distal end of the device. During a functional testing the device was found to meet the bowing specification. The condition of the returned incident device was consistent with the complaint that the tip of the catheter was bent. During manufacturing, tome devices are 100% inspected so the bent working length is likely due to handling during preparation. Therefore, the most probable root cause is handling damage. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, upon removing the device from its package during preparation, it was noted that the tip of the catheter was bent. No visible damage was noted to the packaging. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, upon removing the device from its package during preparation, it was noted that the tip of the catheter was bent. No visible damage was noted to the packaging. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.